Event description:
This lead was capped and replaced due to intermittent noise that was leading to inappropriate vf detection. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The received data were carefully analysed. The available iegms confirmed the presence of artefacts in the rv channel, which led to the detection of vf episodes. One shock was delivered. These observations suggest the presence of potential insulation damage on the lead. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, this investigation will be updated.